Event description:
It was reported that during a rectal resection procedure, surgeon was firing on rectum with the device using a green reload. First product locked out and was difficult to get off the tissue. This may had been error in use. The second, which is the one to be reported and set for testing did not cut and some staples were formed. This was easy to open on the tissue. Product was then changed to the another device as this was all that was on the shelf. Procedure was prolonged 25 minutes. Extended hospitalization was required.

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device opened and closed without any difficulties noted.